Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed, and it was noted the paint was flaking and discolored on the heater tray, the front panel display touch screen was loose, and there was a gap with the front panel bezel. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. The four front panel assembly screws at the back of the display enclosure were tight. A mushroom head check was performed and passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records. The patient was connected during the incident. A replacement cycler was issued due to iipv/overfill greater than 180%. The patient was advised to contact their peritoneal dialysis registered nurse (pdrn) and inform them of the replacement. Upon followup the patient¿s peritoneal dialysis registered nurse (pdrn) did not confirm the reported event and stated that a iipv/overfill event did not actually occur. The pdrn clarified that the patient¿s cycler had incorrectly recorded the amount of fluid that the patient drained. The pdrn stated that the patient had filled with 1504 ml and had drained approximately 1500 ml. The pdrn stated the patient was able to verify by looking at the drain bag that they had not drained 5 liters, as the treatment record on the cycler was incorrectly indicating. The pdrn stated that the patient completed treatment using continuous ambulatory peritoneal dialysis (capd). The pdrn confirmed that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The pdrn stated that the patient has received their new cycler, which is working well, and is continuing with peritoneal dialysis therapy without issue and without reoccurrence of the reported event. The old cycler was returned to the manufacturer for physical evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records. The patient was connected during the incident. A replacement cycler was issued due to iipv/overfill greater than 180%. The patient was advised to contact their peritoneal dialysis registered nurse (pdrn) and inform them of the replacement. Upon follow-up the patient¿s peritoneal dialysis registered nurse (pdrn) did not confirm the reported event and stated that a iipv/overfill event did not actually occur. The pdrn clarified that the patient¿s cycler had incorrectly recorded the amount of fluid that the patient drained. The pdrn stated that the patient had filled with 1504 ml and had drained approximately 1500 ml. The pdrn stated the patient was able to verify by looking at the drain bag that they had not drained 5 liters, as the treatment record on the cycler was incorrectly indicating. The pdrn stated that the patient completed treatment using continuous ambulatory peritoneal dialysis (capd). The pdrn confirmed that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The pdrn stated that the patient has received their new cycler, which is working well, and is continuing with peritoneal dialysis therapy without issue and without reoccurrence of the reported event. The old cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.